Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she had just received the insulin pump and she was having issue with high blood glucose over 400 mg/dl. It has been 514 mg/dl and current was 431 mg/dl. Customer symptom was she felt exhausted. Customer didn't have a backup plan and only has treated with the insulin pump. Customer had changed the infusion set prior to calling and stated blood glucose only lowered 3 points. Highs have been reoccurring for two days. Drive support cap was reported as normal. An air bubble was noted but she initially didn't see. Manual prime was performed and insulin did exit and no leaks were noted. Customer declined to check for possible site or insulin issues. Customer declined further troubleshooting and stated she will call back. The insulin pump is not returning for further analysis.